Event description:
The procedure was a therapeutic procedure. There was no delay in the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The result of the investigation is consistent with the customer's description of failure. During inspection, varying colored images (purple/green) were detected. By disassembling the device and testing the components individually, the defect can be traced back to the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a reported purple screen that was found during preparation for use. The were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.